Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B)(4).

Event description:
The customer contact reported a nondelivery. The tubing set was being used to deliver an unspecified concentration of etoposide in three 60ml syringes via a symbiq pump at a rate of 45ml/hr. No further pump parameters were provided. At an unspecified time, a vented syringe adapter was connected to the tubing set, the first 60ml syringe was connected to the vented syringe adapter and the delivery was started. It was reported that after 60 mins, the nurse noted that 20ml was delivered from the syringe; however, the pump display indicated that 49ml had been delivered. The pharmacy and the physician were notified. It was reported that the tubing set was reprimed, the vented syringe adapter was replaced, and the remaining 40ml of etoposide in the syringe was delivered. The customer contact indicated that the etoposide in the second syringe was delivered without difficulty. At an unspecified time, the third etoposide syringe was connected to the syringe adapter and "about 30 mins" later, the customer contact stated the delivery stopped. The tubing set was reprimed and the syringe delivery was resumed and completed. The customer contact indicated that the etoposide delivery was ordered to delivered in 4 hours; however, the delivery was completed in 4 hours and 45 mins. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.